Event description:
The manufacturer received information alleging the patient's family states that "there has been an issue with the screen momentarily going black and then returning to normal since a few days ago". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue was not duplicated. It was confirmed that the screen display is readable. The device¿s event log revealed no errors indicating abnormalities of the device. The lcd display was replaced to prevent recurrence.